Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
It was reported that on (B)(6) 2013, patient complained of pain; it was discovered via x-rays that the patient had a nonunion a revision surgery was performed. The patient was originally treated on (B)(6) 2013 for a fractured wrist and was implanted with a volar distal radius plate and six screws. The reporter provided a partial lot number for two of the explanted screws; #202.87 series and four screws with provided partial lot# 212.8 series. The explanted plate and screws were intact with no breakage. The surgeon decided to perform a revision surgery and re-implant the patient with another plate. Surgery completed with no harm to patient. This report is for 6 unknown screws. This is report 2 of 2 for complaint (B)(4).